Event description:
It was reported that u-500 is having a lot of scope problems with the distal tip insulation bunching up on the end. One occurrence, a sheath was stuck on a scope and it was interfering during a case due to bunching of insulation. Customer had to stop procedure because they could not remove it.

Manufacturer narrative:
Additional info will be provided once investigation is completed.